Manufacturer narrative:
Serial number unknown and asked to microport crm team in the field in australia.

Event description:
Reportedly, in the published article "abbas m et al. 2025 pulsed-field ablation (pfa) for atrial fibrillation in patients with cardiac implantable electronic_mp_highlights", the device of the patient 28 presented with ventricular oversensing in the bipolar channel during pulse-field ablation, when the ablation catheter was placed near the right inerior pulmonary vein and at the inferior line of the left atrial posterior wall. No pacing inhibition reported and the conclusion of the article stated that "the function and the integrity of cied were not compromised by pfain our patient sample".

Manufacturer narrative:
Serial number is unknown and no further information could be retgrived in the field. The rv lead position is the rv septum. Pfa (electropulse system) electrical noise was found on the ventricular lead egms, whereas the ablation catheter was placed near the right inferior pulmonary vein and detected by the device as intrinsic events. Pfa electrical noise was found on the ventricular lead unipolar egms, and only transiently on bipolar egms, whereas the ablation catheter was placed at the right inferior pulmonary vein and detected by the device as intrinsic events. Pacing inhibition was transient. Pfa electrical noise was found on the ventricular lead egms, whereas the ablation catheter was placed at the inferior line of the left atrial posterior wall and detected by the device as intrinsic events. Pfa electrical noise was found on the ventricular lead unipolar egms but not bipolar egms, whereas the ablation catheter was placed on the superior line of the left atrial posterior wall and detected by the device as intrinsic events. There was no pacing inhibition observed. (B)(4) asked to microport crm team in the field in australia

Event description:
Reportedly, in the published article "abbas m et al. 2025 pulsed-field ablation (pfa) for atrial fibrillation in patients with cardiac implantable electronic_mp_highlights", the device of the patient 28 presented with ventricular oversensing in the bipolar channel during pulse-field ablation, when the ablation catheter was placed near the right inerior pulmonary vein and at the inferior line of the left atrial posterior wall. No pacing inhibition reported and the conclusion of the article stated that "the function and the integrity of cied were not compromised by pfain our patient sample".